Event description:
Pt with chronic pancreatitis and mass in the head of the pancreas, for ercp for bile duct observation and abnormal gi imaging. During the ercp, the cook cholangioscopy access balloon was successfully placed in the right intra-hepatic duct. At attempt to remove, the balloon did not deflate. It was necessary to cut the catheter, in order to deflate the balloon and remove the catheter.